Event description:
It was reported that the image quality during an ent procedure was poor. No pt injury was reported.

Manufacturer narrative:
Ge rep evaluated system, found defective s-video cable. Replaced cable, tested system, system is operating as intended.